Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during reconstruction of vertebral body, the surgeon used the metal cutter to cut the pyramesh lumbar cage. However, sparks suddenly appeared upon contact between the bur and the cage. The surgeon decided to try it again but the result is the same. Due to this, the surgeon decided to stop using the cutter and just used pliers to continue the procedure. It was reported that there was no clinical consequences but there was a burn/fire risk for both patient and the health care provider inside the operating room. It was also reported that there was a procedure delay and the device has been discarded by the customer. On follow-up, it was reported that there was no further information that can be provided regarding the procedure delay.